Event description:
It was reported that during a da vinci procedure, the mega needle driver instrument was noted to have broken and frayed cable. Nothing reportedly fell into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The mega needle driver instrument was returned and evaluated. Failure analysis investigation found that the grip cable was broken at the distal idlers. The idler pulley spun freely and was not damaged. The cable segment stuck out at the wrist. The other cables at the wrist were not damaged. Failure analysis also found scratches on the surface of the distal pulley. No other damage was found. The customer reported complaint does not itself constitute a reportable event; however, broken cable, if to reoccur could cause or contribute to an adverse event.